Manufacturer narrative:
This report is being submitted to report both additional and corrected information to 0002023141-2023-00201. Follow up with customer confirmed that the item number previously reported was incorrect. Also, it was confirmed that the lot number was unknown. A new placement date was also confirmed by customer. The implant was placed sometime in 2016. Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00199-1. The following sections are being reported: g4: additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00199. Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implants on teeth sites #13 and #14 were removed to due peri-implantitis. Symptoms of the event: abscess.